Manufacturer narrative:
The investigation was completed by our experts. Due to the user not contacting siemens and resolving the issue internally, a more in-depth and verifiable analysis of the problem was not possible. No log files were available to conduct a detailed root cause investigation. Due to these circumstances, the reported event was assessed by our experts on the basis of the information provided. When starting the system for an emergency procedure, the image visualization system (ivs) did not start successfully due to an unknown problem. The system started in ¿backup mode¿, in which only fluoroscopy and acquisition are possible without patient registration and postprocessing. This is a defined system behavior to be able to perform/finish or stop a running procedure in a controlled manner in case of an error scenario. The user tried to restart the system manually, but the attempt was unsuccessful. The problem was finally resolved after configuration and version check by the user. It is, therefore, unclear whether the problem was caused by a system error or a configuration problem. No other similar cases of system errors or failures have been reported. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zee iii ceiling. During an interventional/emergency procedure, the user reported that the system would not bootup successfully. The procedure was continued and finished by relocating the patient to another hospital. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.